Event description:
Customer reported a hcg result of less than 1 (actual result was 0.7, no units of measure were given). The result was questioned by the clinician. Account then repeated the sample the next day and got 5547 (no units of measure were given). No info was provided to determine if any adverse events occurred. The field service engineer was dispatched to check sample probe alignment and liquid level detection (lld) function. The instrument was checked over with smartcom and no problems were found. System checked, test was ok. If add'l info is received, appropriate notification will be provided.

Event description:
Customer reported a hcg result of less than 1 (actual result was 0.7, no units of measure were given). The result was questioned by the clinician. Account then repeated the sample the next day and got 5547 (no units of measure were given). No information was provided to determine if any adverse events occurred. The field service engineer was dispatched to check sample probe alignment and liquid level detection (lld) function. The instrument was checked over with smartcom and no problems were found. System checked, test was ok. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The investigation determined the low results are either caused by foam/bubbles on the samples or reagent or by tilted 13 mm sample tubes. The customer will be provided with rack adapters which can assure a better positioning of the tubes. The customer has not reported any better positioning of the tubes. The customer has not reported any additional events since the service visit. No patients were effected by the problems.